Event description:
The customer alleged that the speaker on avalon fm20 fetal monitor has no sound. It is unknown if the device was being used on a patient at the time of the reported event. No adverse or patient event was reported.

Event description:
The customer alleged that the speaker on avalon fm20 fetal monitor has no sound. It is unknown if the device was being used on a patient at the time of the reported event. No adverse or patient event was reported.